Event description:
The customer reported being hospitalized due to high blood glucose of 402 mg/dl. The customer was experiencing unexplained high glucose for one day. The customer was treated with the insulin pump and manual injections. Troubleshooting could not be performed as customer did not have additional supplies. Advised the customer to call back to complete the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.